Event description:
It was reported to distributor, by facility; (B)(4), stating they purchased lifts from monroe wheelchair; dealer and per facility, the cradle came apart from scale causing a fall. No injury to resident reported. Lifts/scales are approx four to five years old and after further investigation the s/n from scale was involved in the bhm recall from 2007. Re: recall #z-1135-2008. Facility stated this dealer never contacted them of any recall. Per distributor records, it showed the dealer was contacted. (B)(4).